Event description:
Per the physician¿s office, they did not know what the patient was referring to. They had no additional information to provide.

Event description:
It was reported an unknown patient had a catheter related issue similar to the patient referenced in manufacturer report # 3004209178-2015-07906. Further information was not provided including patient information, drug information, symptoms the patient experienced, what the catheter issue was and the cause, the location of the catheter issue, if surgical intervention occurred, and the patient outcome. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).